Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2 and conclusions in h11 were updated. H6 codes were added: type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for paravalvular leak was confirmed based on the information available to date. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, limited information was provided; therefore, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), four months following a transfemoral transcatheter aortic valve replacement procedure with a 29 mm sapien 3 ultra resilia valve, the patient developed severe paravalvular leak (pvl). According to the implanting physician, for approximately three months after the initial valve implant in august, transthoracic echocardiography (tte) showed no significant pvl. Within the last month, the patient began developing symptoms of heart failure, including syncope, and a transesophageal echocardiogram (tee) revealed severe pvl. The physician stated that the valve frame may have recoiled during that time, leading to the change in pvl from prior echocardiograms. A valve-in-valve procedure was performed. A 29 mm sapien 3 ultra resilia valve was placed within the first valve, positioned slightly more aortic. The first inflation volume was +7 cc from nominal, resulting in trace to mild pvl. A second dilation with an additional 2 cc (+9 cc total) reduced pvl to none/trace. The patient tolerated the procedure well and was transferred to recovery in stable condition.

Manufacturer narrative:
Investigation is ongoing.